Event description:
Boston scientific received information that the local representative contacted technical services to report that this patient was presented back to the ep laboratory for a scheduled lead revision procedure (history of greater than 125 ohm shock impedance). The pocket was opened and the physician was instructed to perform a tug test on the device-lead connection prior to loosening of the set screws. The physician reported that both the distal and proximal high-voltage terminal pins could be removed the device header. The physician reported that both set screws were tight prior to the tug test. The local representative informed technical services that fluroscopic imaging prior to the procedure showed that the terminal pins were not advanced beyond the connector block. The high-voltage terminal pin were re-inserted beyond the connector blockl and the set screws were tightened. The rv shock impedance measurement were recorded at 49 ohms. The chronic device and lead system remained in-service and no further intervention was required. Technical services reviewed the steps for connecting leads to the device's header.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2011 that this local representative contacted technical services that this device/lead system had exhibited a greater than 125 ohm shock impedance measurement since (B)(6) 2010. Technical services suggested a chest xray to verify the terminal pin and set screw locations. The patient was presented back to the electrophysiology (ep) laboratory and initial visualization did not adequately identify the location of the df-1 (negative) terminal pin in the header block of the device. Technical services was contacted and informed that fluoroscopic images were being fax'ed for interpretation as earlier visualization was inconclusive. The physician was planning to reprogram the therapy outputs to maximum and will schedule the patient in a couple of weeks for an invasive assessment of the set screw/header connection. If this is not the root cause, then the physician plans to further investigate a primary lead issue. Technical services reviewed the fluoroscopic image and discussed the possibility that both the df-1 terminal pins may not be fully inserted into the header ports. Subsequently, boston scientific received information that the local representative contacted technical services to report a latitude communicator red blinking light associated with code# 3-80000000. It appears that the data upload occurred and the high rv shock impedance was identified. The clinic nurse contacted technical services to ask why another red alert (high shock impedance) occurred on (B)(6) when the patient was seen in-clinic on (B)(6). Technical services explained that device interrogation in-clinic cleared the alert and then another red alert was triggered because of a measured greater than 125 ohm shock impedance measurement.

Event description:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative was contacted and the clinic nurse had already reviewed the data from the latitude alert transmission.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or products are returned for analysis.

Event description:
Boston scientific received information that the local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory for a device replacement procedure. Because of existing right ventricular (rv) electrogram noise, the physician elected to use an existing implanted rv lead for pacing and sensing. Subsequently, during the pre-discharge wound check, the recorded shock lead integrity test (slit) was greater than 125 ohms in all programmable shock vectors. There was no evidence of electrogram noise on the rv shock channel. Technical services suggested a maximum energy shock or the physician might consider an invasive procedure to check the lead connections. Subsequently, the patient was presented back to the ep laboratory. A maximum energy and several low energy shock were delivered. All shock impedance measurements were in the 33-51 ohm range. The physician was satisfied that the set screws were tight and intends to continue monitoring this patient's device/lead system.